Manufacturer narrative:
(B)(4). Pump had blank white lcd with missing segments due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank white lcd. Moisture damage was found on the electronic assembly during visual inspection. P-cap/reservoir locked properly in place. Pump received with pillowing, and cracked keypad overlay at select button. Currently it is unknown whether or not the device may have caused, or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had broken lcd screen. No harm requiring medical intervention was reported. The device will be returned for analysis.